Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on 0(B)(6) 2024. On (B)(6) 2024, the patient was at her doctor¿s office for a regular check-up. Around 1:00pm, the patient began feeling delirious and weak. The patient¿s cgm was reading 78 mg/dl at this time. The nurse at the doctor¿s office took the patient¿s bg meter reading, which was 20 mg/dl. The patient was given juice and chocolate as treatment, but the patient eventually lost consciousness. Emergency medical services (ems) was called and came to transport the patient to the emergency room (ER). The patient can no longer recall what medications or treatment she was provided by ems or at the ER. The patient was discharged home the following day. She was in stable condition at the time of report. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.